Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 99 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel. The signal sensing of the device was then checked, which proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. Interference signals in the ventricular channel were detected in the available iegms. However, the ICD proved to be fully functional.

Event description:
After an implantation time of about 46 months, it was reported that the patient received several shocks during a hospital stay. Radiology did not discover any defect. The device was switched to inactive and the patient moved to another clinic. There the system was explanted. Both products were returned to biotronik for analysis.